Event description:
It was reported during radial harvest procedure with a vasoview hemopro 3, there was increased smoke in the tunnel obstructing view of harvester while performing the fasciotomy. During branch ligation, the end user felt that the cautery was taking a longer time than normal. The co2 connection was at the distal end of the hemopro cannula. The co2 settings were within IFU range. The insufflator was set on the "endoscopy" setting. There was no patient injury. No concomitant products needed. Due to length of tourniquet time, the hemopro 3 was removed and the case was completed with a hemopro 2. During use of hemopro 2, there were not any issues noted with increased smoke or slow cauterization of the branches.

Manufacturer narrative:
Tw (B)(4) the device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.